Manufacturer narrative:
It was noted in the initial report that use error was probably related to the device problem. (B)(4). Device evaluation: the returned sample was inspected at the manufacturing site under 10x microscope magnification. The lens was received cut into two (2) parts, most probably related to the explant. Pieces were received adhered together. Visual inspection revealed a red stain that appeared to be blood, on the center of the two pieces of lens, scratches were observed, and one haptic was observed to be bent. Surface residuals (fibers/particles) were also observed on the lens, which is compatible with the handling of the lens out of a sterile environment. No further testing was conducted. Bent haptic was a result of inadequate handling during the insertion process as instructed by the directions for use. A review of the manufacturing records showed no deviations or nonconformities. The documentation showed that all process operations presented in the manufacturing record were in compliance with manufacturing specifications. All test results showed a pass condition. A review of the manufacturing process and/or materials show there were no changes in manufacturing method, inspections or specifications associated with this production order. Product met manufacturing criteria prior to release. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported that after insertion of intraocular lens (iol), doctor had noted that back haptic was kinked. Lens was removed from patient¿s left eye. Incision was enlarged and vitrectomy was performed, with suture and cautery used. A replacement lens was placed during the same procedure. Replacement lens was of the same model and diopter (za9003 diopter 10.0), serial number (B)(4). Additionally, it was explained that patient had moved which resulted in performing vitrectomy procedure. Also, doctor was attempting to place lens in sulcus when haptic issue was noted. Patient was noted to be doing ok, and has had recent retina surgery. No further information has been provided.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.